Event description:
During pt treatment with the model 3100a, it was reported its oscillating driver stopped running but there was no loss of mean airway pressure. There was no pt compromise stated or implied.